Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "they had concerns as patient was shorter in height but did not give height, 30cc fiberoptic placed. Patient became acutely hypotensive, shortly after a helium loss alarm was noted but no blood in line, they increased pressors and then soon after noted blood in tubing". As a result, the iab was removed. No patient harm or injury.